Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was for about a week the patient's implant battery had been depleting faster than normal. Patient stated that normally they charge the implant every day at the same time and every day the implant battery gets drained down to 80% but now it was not holding a charge. Patient mentioned that the controller battery would be at 100% and when they went to charge the next day it was drained pretty good to around 40%-50%. Patient confirmed that they had not made any adjustments to the stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue..